Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Updated: b2, g3, g6, h1, h2, h11, annex b and annex f. An x-ray was performed to check for anything that may have broken off into the patient.

Event description:
Refer to h11 for follow-up information.